Event description:
In 2000, a 28mm x 16mm x 16.5cm medtronic ave aneurx bifurcated stent graft was selected for the treatment and exclusion of an abdominal aortic aneurysm. Following successful deployment of the bifurcated stent graft and the corresponding contralateral iliac leg stent graft, the physician noted that the length of the distal iliac border of the bifurcated stent graft was 3.0 cm higher than the contralateral side. The length of the bifurcated stent graft was checked angiographically with a calibrated catheter, which demonstrated a total length of 13cm. The bifurcated stent graft was labeled as having a length of 16.5cm. The physician had anticipated the possibility of using an iliac extension cuff due to the length of the pt's iliac arteries. However, due to the 3.0cm deficiency of stent graft coverage in the iliac artery from the bifurcated stent graft, the physician chose to use an iliac leg measuring 8.5cm rather than the anticipated 5.5cm iliac extension cuff. The pt was successfully treated. There were no add'l clinical sequelae reported relative to the event and the pt is reportedly doing fine.